Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder hub separates from the device. The following information was provided by the initial reporter: the customer stated "customer claims that a the bd safety-lock broke today."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) safety-lok" blood collection set with pre-attached holder hub separates from the device. The following information was provided by the initial reporter: the customer stated, "customer claims that a the bd safety-lock broke today."